Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part number, lot number combination per (B)(4) query executed on 5/20/2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's 5.5 healix advance knotless anchor was being pulled through the system when the tip of the anchor broke. The anchor broke prior to insertion into the patient. The sales rep stated that there were three sutures of orthocord with six tails that were equal in length and were not tangled. The anchor was removed from the system and another like-anchor was used to complete the case without patient harm or surgical delay. The anchor was discarded by the customer.